Event description:
Additional information received reported that the patient experienced an overstimulation sensation and could not turn the device off. The patient was eventually able to turn the device off. It was unclear if this was the same incident as initially reported, or a repeat incident. The patient had previously stated she was not using stimulation, and only recharging as needed. It was reported that the patient had decreased all programs to 0 volts. The patient was in the process of looking for a physician.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation. There was an overstimulation sensation. The pt could not turn her device off and the situation lasted over 2 hours. Additional info has been requested, but was not available as of the date of this report.